Event description:
On (B) (6) 2008, the patient reported that she pulled her insulin cartridge from the infusion device and the plunger became stuck to the piston rod. She stated that 70 units of insulin spilled into the cartridge compartment of the infusion device. The patient was educated on the proper technique for removing and changing the insulin cartridge. She stated that she would switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.